Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardiac monitor (icm) device was unable to be interrogated, yet the clinician can see and feel the device. Interrogations were unsuccessful when attempted with two different remote monitors and when attempted with two separate programmers. The device remains in use. No patient complications have been reported as a result of this event.